Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed by clinical support and there was a blockage in the tubing. Reportedly, the customer is using u-500 insulin and is pulling/reusing residual insulin from older cartridge. Clinical support informed the customer that using u-500 insulin and is pulling/reusing residual insulin from older cartridges is off label per the tandem user guide. Customer changed the tubing and resumed insulin delivery. There was no reported adverse impact.